Event description:
Additional information noted that the insertable cardiac monitor was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of an inability to pair and an inability to interrogate the device in clinic with a merlin programmer was confirmed. The session record, device image, and patient application logs were reviewed and multiple errors were observed related to the hummingbird chip, which caused the telemetry anomaly. An investigation was opened with the vendor of the chip, but no root cause was able to be determined. The reported event of failure to interrogate was confirmed. The device was received without ble telemetry and could not be interrogated. To enable further testing, the device was cut open, and telemetry was regained. The product code was reloaded to recover the device from reset mode. Additional investigation by the software team confirmed that the telemetry anomaly was associated with an integrated circuit, which led to the reported complaint. A longevity assessment was performed, and the device was found to be operating within the normal range, with appropriate remaining longevity.